Manufacturer narrative:
(B)(4).

Event description:
It was reported that the md inserted the intra aortic balloon (iab) and "stylet" as one unit into the pt. After placing the iab in the intended site, the md attempted to remove the "stylet" from the catheter; however, it was impossible. The md therefore removed the iab and "stylet" as one unit. The md stated that the "stylet" which was drawn out of the removed iab was kinked. The md inserted another iab in the same insertion site without difficulty. There was no reported pt death, injury, or complication. Med/surgical intervention was not required. There was no reported delay/interruption in intra-aortic balloon pump (iabp) therapy. The pt outcome is listed as good.